Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the battery indicator lights on the charger blinked continuously when the charger was placed on its base. When the charger was applied to the patient¿s generator, it was unresponsive and no lights were displayed, indicating neither charging progress nor an error condition. As a result, the patient¿s generator became fully depleted due to the inability to recharge. Troubleshooting steps included resetting the charger by pressing and holding the power button and verifying charger placement and connections. Videos and photos were collected to document the device behavior. The decision was made to proceed with replacement of the recharger.